Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported loss of power.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was powering on and off by itself. As a result, defibrillation could be delayed or prevented if it were necessary.  There was no patient use associated with the reported event.